Event description:
It has been reported that the device is failing self-test.

Event description:
Update: during investigation of the returned device, it was determined the device experienced a failure during a patient use event. Further details of the patient use event are pending investigation. Patient outcome is unknown. The become aware date has been updated to match the date of the device investigation. It has been reported that the device is failing self-test.